Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a faulty fill manifold. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a faulty fill manifold. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d10,h6(impact)

Event description:
It was reported that during preventative maintenance performed by a getinge field service engineer (fse), the cardiosave displayed a faulty fill manifold. There was no patient involvement.

Manufacturer narrative:
Full name of initial reporter: pierluigi ravese the fse that encountered the issue replaced the helium reservoir assembly. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(6) ;mfg report number 2249723-2022-00803. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Complaint record being cancelled as it is a duplicate to tw# (B)(4) ;mfg report number 2249723-2022-00803.